Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the severely calcified unknown vessel. The physician attempted to direct stent the lesion with a 3.00 x 20 mm taxus express2 drug eluting stent but was unable to cross the lesion after several attempts. After removal of the taxus stent strut damage was seen. The physician then predilated the lesion and the procedure was successfully completed with an unknown stent. No patient complications were reported. The pt's status is reported as `satisfactory/good.'